Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. From the results of evaluation, the following items were observed: plug defective - corner broken off. Distal end with foreign material. Due to a pinhole on connecting tube, water tightness is lost. Due to damage, sw1 [switch button 1] does not work. Universal cord is deformed. Video connector has a crack. Video connector case has discoloration. Lg [light guide] connector has a scratch. Grip has a scratch. Angulation lever has a scratch. Ud [up/down] plate has discoloration. Video cable has a wrinkle. Connecting tube has a cut. Control unit has corrosion due to water leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leak at the insertion section, disallowing a proper reprocessing of the device. A further cause of the leakage could not be presumed. No abnormality of the device was confirmed in the distal end (tip part), where the foreign material was attached. From checking the contents written in the instruction manual at the time of product shipment and found the following chapters for reprocessing: chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer[automatic endoscope reprocessor]. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the cysto-nephro videoscope exhibited foreign material around the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.